Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an inaccurate high issue with her one touch ping meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on an unspecified day "6-8 weeks ago" prior to contacting lfs. However, she informed the (B)(4) that she had been in the hospital for the last "4 days" due to hip surgery, prior to contacting lfs and performed a comparison between her subject meter and the hospital meter. The comparisons were done within 30 minutes apart of each other, but the patient did not have the exact values obtained from the two meters and stated that the difference of the subject meter was "50 points higher" than the hospital meter. The patient contacted lfs the same day she was been discharged from the hospital and all her supplies were packed away to review results. She stated that she manages her diabetes with insulin (pump therapy) and due to the alleged issue on (B)(6) 2011, at 1 am, she decreased her dose of medication by 75%, as advised by her doctor. The patient informed the cca that in "last few weeks" she had been having events where she obtained an inaccurate high result, received pump's insulin dose based on the alleged high result and then would feel symptoms of "sweaty, shaky and nauseated", which she associated to a hypoglycemic event. In response to her symptoms, "between midnight and 6 am" she reportedly self treated with orange juice or glucose gels. During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter, an appropriate testing technique, correct unexpired test strips and an approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(4).

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 12/9/2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.